Event description:
Accessed port on pediatric patient using the new tegaderm chg 3m dressing. Port was accessed and dressing applied as trained without complications. Pt medication started and was infusing via port. Stepped away from bedside to prepare next medication. Floor ma entered the med room and stated that the patient's port needle was out, as mom reported. Went to the bs and needle was out from port injection site under 3m non-adhesive portion of the 3m dressing. Needle laying against pt's chest. Quickly removed dressing, assessed site. Pt does have 3 red round marks that appear to be from needle poking the skin under the non-adhesive portion. Called provider and updated on events. New order for medication was needed, because the medication did not infuse as needle was dislodged. Port site re-accessed using sterile technique. Dressing applied was not the chg dressing. Dressing applied was 3m adhesive tegaderm film (1624w). The details in the report is the extent to which we identify medications involved or patient contact.